Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 196 mg/dl on the compact plus system compared back to back with a result of 105 mg/dl on the doctor's system when testing was performed within 10 minutes. Reporter stated that prior to the first reading obtained on the customer's system, she wasn't feeling well and so she was taken to the hospital where the second test was obtained. No actions were reported taken or treatment received for her diabetes. No adverse event reported in relation to the device. A request was made for the return of the suspect device and replacement product was sent.